Event description:
It was reported when using the bd pyxis medstation system full height cubie drawer 4 stating as it requires maintenance. The customer reported that while pulling levocarn 330 medication for a patient this malfunction occured. The user managed to get medication from the another station. The customer stated that this malfunction occured during despensing medication to the patient and that caused no delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that r-4 main full height drawer 4 was not detected on bus. The field service engineer replaced the pyxisbus board and drawer controller board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.